Manufacturer narrative:
Qc was within the specified ranges for the entire month of august. The qc data does not suggest a reagent issue. A precision test was run; it met acceptance criteria. Analysis of the alarm trace noted that while multiple alarms potentially related to sample quality exist, they are not around the times of the complained measurements. On 16-aug-2021, a series of washes and purges were run on the affected analyzer. Patient 1's sample had an abnormally high protein concentration. Per the folate iii method sheet, "samples with extremely high total protein concentrations (hyperproteinemia) are not suitable for use in this assay. Hyperproteinemia may be caused by, but not limited to, the following conditions: lymphoma, bone marrow disorders such as multiple myeloma, monoclonal gammopathy of undetermined significance (mgus), waldenström macroglobulinemia, plasmacytoma, and amyloidosis. Respective samples may lead to the formation of protein gel in the assay cup, which may cause a run abort. The critical total protein concentration is dependent upon the individual sample composition." Based on the available information, it cannot be determined if the "protein gel in assay cup" phenomenon occurred for patient 1's sample. Pre-analytical/sample quality issues for patient 1's sample can also not be excluded, as the sample previously had a "clot" alarm on another line. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The laboratory checked results from all seven patient samples and found that patient (B)(6) sample had a high total protein count. An abnormal low signal alarm was observed during the review of the alarm trace data. This alarm is related to an issue with the measuring cell channel flow path. Samples with high total protein concentrations can cause protein gel to form in the assay cup; this can cause a blockage of the measuring cell channel flow path. The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys folate gen 3 (fol), elecsys ft4 iii assay (ft4), elecsys vitamin d total ii (vit-d), and elecsys tsh assay (tsh) results for 7 patients tested with a cobas e 801 module. The following are examples of discrepant results for 2 patient samples: patient (B)(6) initial fol result was 21.1 nmol/l; the repeat was 2.69 nmol/l. Patient (B)(6) initial vit-d result was >500 nmol/l; the repeat was 56.8 nmol/l. Patient (B)(6) initial fol result was 42.1 nmol/l; the repeat was 9.49 nmol/l. Patient (B)(6) initial ft4 result was 68.8 pmol/l; the repeat was 16.7 pmol/l. Patient (B)(6) initial vit-d result was >500 nmol/l; the repeat was 60.8 nmol/l. Patient (B)(6) initial tsh result was 1.24 lu/ml; the repeat was 1.73 lu/ml. The initial results were reported outside of the laboratory. On (B)(6) 2021 corrected results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.